Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided and cause of bg not known. It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was given "insulin but not very much" address the elevated bg. Customer could not recall when they were discharged from the ICU. Reportedly, the customer had no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.